Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the helix disengaged from the helical channel. There was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was positioned and the helix extended, but when the physician attempted to move the lead the helix was retracted, but would not extend again. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was positioned and the helix extended but when the physician attempted to move the lead the helix was retracted but would not extend again. No further patient complications have been reported as a result of this event.